Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated that sensors did not function because the electrode was missing. Customer stated another sensor got stuck in the serter. The serter is not working anymore. Customer was advised that we will send a new serter and new sensors to compensate.